Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that arm 1 was experiencing repeated recoverable faults, and site was unable to recover from the latest fault. The tse viewed logs and confirmed error. The tse had the site reboot the system and it faulted with 40084 errors on reboot. The site was able to recover 40084 fault and continued with procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was present during the procedure and informed that the procedure was completed using three arms. Arm 1 was disabled during the procedure. There was a procedure delay of less than 15 minutes. The patient information is unavailable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi received the usm and performed the failure analysis, which confirmed but did not replicate the reported failure. The usm was tested on an in-house system in normal mode without errors. The usm was also tested on a patient side cart (psc) fixture test platform (pftp), where usm passed all the related tests. Further investigation found no contamination on the usm. The system log confirmed errors 23087, 23138, and 23118 pointing to p1-3 insertion axis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.